Event description:
Customer reported that the infusion set was loose and was not delivering insulin. Blood glucose level was 580 mg/dl at the time of the call. Customer reported that this is the second time this has occurred in the past couple of days. Customer stated that she did not feel well at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.